Event description:
Hill-rom received a report from a hill-rom technician stating the head section will raise by itself (self-run). The bed was located at the account in room 2 of maternity. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head in full up position could not lower with controls. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician could not duplicate the self-run problem but cleaned the right inner control board to resolve the issue. Based on this information, no further action is required.